Event description:
The customer reported that the device would not seal even though an end tone, signifying a completed seal cycle, was heard. The device was replaced but the same issue persisted (see report 1717344-2009-00625). The customer also reported that they switched the forcetriad for another but the situation was the same. Total bloodloss for the patient was less than 200cc. The customer reconfigured the power connections in the or to just have the forcetriad being the only machine plugged in to the outlets. At this point, they reported that the handpiece worked properly.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.